Event description:
User received an erroneous high troponin t result for one patient sample. Initial result was 0.116 ng/ml, repeat result was <0.010 ng/ml. Original result was reported, but physician was notified as soon as repeat result was generated. Patient was not treated based on the erroneous result. The field service representative was unable to find a cause for the issue, and noted he checked the instrument. If additional information is received, appropriate notification will be provided.